Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. It was reported that a (B)(6) female underwent breast augmentation with a mentor smooth round high profile 300cc saline prostheses. The final fill volume of the prosthesis was 400ccs. The patient noted a decrease in size of the left side, and deflation was diagnosed when she was examined by a physician. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation with a mentor smooth round high profile 300cc saline prostheses. The final fill volume of the prosthesis was 400ccs. The patient noted a decrease in size of the left side, and deflation was diagnosed when she was examined by a physician. As a result, bilateral prosthesis replacement with 500cc mentor memorygel breast implants was performed on (B)(6) 2018. The patient tolerated the procedure well and was returned to the recovery room in stable condition.